Manufacturer narrative:
.

Event description:
During further investigation, the error codes that indicate a spi bus failure were found in the diagnostic report. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.